Manufacturer narrative:
Correction: section b describe event or problem. This supplemental MDR has been filed as a correction since the device associated in this manufacturer report number 2016493-2025-147941 was determined not a suspect device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user requested to install the smart remote manager on the new refrigerator. The customer stated that there was no any malfunction occurred when issuing the medication to the patient and there is no any delay. This would not impact the intended use of the device which would not lead to serious injury of the user or patient.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user requested to install the smart remote manager on the new refrigerator. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.